Manufacturer narrative:
Manufactured march 29, 2016 ¿ march 30, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a large volume infusor after 24 hours of connection. The infusor was filled with 5fu 1.500 mg dissolved in normal saline for a total fill volume of 192 ml. The flow rate was 2ml/h. There was no patient injury or medical intervention associated with this event. No additional information is available.